Event description:
On (B)(6) 2008, it was reported to boston scientific corp that a wallstent biliary stent was placed on the same day. According to the complainant, during the procedure, the stent only expanded at the distal end and the physician was unable to release the stent fully. The stent was removed and was then able to fully expand. The procedure was completed with a different device. No pt complications were reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device revealed, the guidewire was inserted through the tip and out through the guidewire access port. The stent was able to be partially deployed and re-constrained. There was some resistance during the re-constrainment process but then full deployment of the stent occurred without issue. The shaft was dissected and no anomalies were noted. The cause of the deployment issue is attributed to operational context. The (B)(6) 2008 15-month wallflex biliary stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. A lot history search revealed no similar complaints for the reported lot. A review of the device history record revealed no anomalies. (B)(4).